Event description:
It was later reported the patient is a participant in the product surveillance registry study. New information also revealed re-programming of the lead was performed prior to replacement. Additionally, the lead was replaced at the same time an aortic valve replacement was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-35 lead: implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported the lead displayed high impedance and there was a confirmed fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.